Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00115.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00115. Additional information received identified the patient underwent surgical intervention, intraoperative testing found multiple lead contacts with high impedance. The physician replaced the lead extension and the impedance issue was resolved. Reprogramming performed postoperatively was able to obtained stimulation therapy coverage where needed for the patient. The patient's scs extension has been added to this report as device 2.